Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window. The daily totals of insulin were 29.7 units on (B)(6) 2015, 29.4 units on (B)(6) 2015, 33.4 units on (B)(6) 2015, 45.05 units on (B)(6) 2015, 64.8 units on (B)(6) 2015, and 90.3 units on (B)(6) 2015. On (B)(6) 2015, there was no date and there was an empty reservoir alarm at the battery change. The battery was removed.

Event description:
It was reported that the customer has passed away at home. The cause of death was stated to be natural causes. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller agreed to return the insulin pump and the sensor for analysis. The spouse was later contacted and she stated that the customer was in and out of hospitals a lot. She was unsure of exact dates and causes of hospitalization. She stated that she will check through paperwork and call us back with more information if the hospitalizations were diabetes or insulin pump related. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report number 2032227-2014-51993.

Manufacturer narrative:
This report is provided because our device evaluation medwatch was submitted before testing of the device was completed. The additional evaluation details are found in this section. The insulin pump passed the delivery volume accuracy test.